Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt (B)(4) has not yet been recovered from the field.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was found at home by his son. The lifevest delivered eight treatments on (B)(6) 2016. The first and second treatment occurred on (B)(6) 2016 between 20:14:35 and 20:15:00. The rhythm before and after the treatment was asystole. The third treatment occurred at 20:15:25. The rhythm prior to the treatment was asystole, the post shock rhythm was an idioventricular rhythm at 55 bpm degrading to asystole. The fourth treatment occurred at 20:16:00. The rhythm prior to treatment was asystole. The post shock rhythm was asystole. The fifth treatment occurred at 20:18:46. The rhythm prior to treatment was idioventricular rhythm at 50 bpm degrading to asystole. The sixth and seventh treatment and eight treatment occurred between 20:22:34 and 20:44:03. The rhythm prior to the treatment was asystole. The post shock rhythm was asystole. The battery was depleted and device shutdown occurred at 22:09:39.